Event description:
The customer reported device was showing red x with single chirp. There was no reported patient involvement.

Event description:
The customer reported device was showing a red x with a single chirp. Further information was provided that the device shuts down.